Event description:
Customer obtained results of 242 mg/dl, 376mg/dl, and 90mg/dl on accu-chek aviva system. Customer reports additional comparison with results of 410mg/dl and 85mg/dl on accu-chek aviva system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.